Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Returned reciproc blue file r25 25mm 025 is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The provided batches are for productions of reciproc blue r25 31mm 025 (batches #1650255 and #1652374). Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information was received indicating that the broken portion of the file was incorporated into the root canal filling.